Event description:
While pacing mode was engaged the device began "flashing service", dropping cut of pacing mode, and would not recharge. The batteries were changed without improvement and the unit would work for a short time if turned off then on again. Pt was a full code and asystolic during procedure - no return of rythm.